Event description:
The patient underwent an l3-4 posterior fusion with uss on (B)(6) 2006. The patient had a solid l3-4 fusion, and there were no issues with the hardware. The patient had been experiencing three months of back pain that radiated into the right leg. The surgeon assessed that the patient had adjacent level stenosis at l4-5. On (B)(6) 2013, the surgeon explanted all of the uss hardware and reinstrumented the patient with new uss hardware at l3-4. The surgeon performed a decompression at l4-5 and performed an interbody fusion with an mtf t-plif allograft. Screws were placed at l5. The surgeon then placed and connected the rods from l3-5 and successfully completed the procedure. This is report 5 of 14 reports for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date: october, 2006. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.